Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The customer stated that they replaced the measurement cartridge and are operational. The data logs have been received for investigation. The cause of this event is unknown.

Event description:
The customer reported discrepant potassium results on two patients when tested on the rp 500 and a non-siemens lab analyzer. There was no report of injury due to this event.

Manufacturer narrative:
Corrected data in relevant tests: reads: k results non-siemens lab analyzer: correction: k results siemens lab analyzer:. Siemens reviewed the data provided by the customer. There were no calibration failures, system or fluidic errors during the time the suspect samples were run. During uselife, the k+ sensor was very stable. The complaint stated that pre-analytical/sample handling factors were suspected. The cause of this event is unknown.